Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 24 and error 4 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had a critical pump error. The customer's blood glucose level was unknown. They reported that the insulin pump had got wet. They reported that the insulin pump had multiple pump errors 5-6 times. They reported that every time they tried to clear the alarm it went back to critical pump error. The insulin pump will be returned for analysis.